Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for thrombosis as alleged in the complaint description. Based on the available information, the exact cause of the reported event can not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reports that after the completion of a percutaneous coronary intervention (pci), hemostasis was successfully achieved using the involved angio-seal device at the puncture site of the right superficial femoral artery (sfa). After that, there was color change in the lower limb and the ankle brachial index (abi) was measured, however, the abi result was unmeasurable. The user facility presumes the patient had subacute thrombotic occlusion. Currently, the patient is under observation at the hospital and endovascular therapy (evt) is being considered. There was no health damage to the patient. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no equipment or other devices used with the above product. There was no patient injury/medical or surgical intervention was required.